Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to deep vein thrombosis with contraindications to anticoagulation. Patient is alleging vena cava perforation. The patient further alleges ¿I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has perforated outside of my vena cava¿ as well as post traumatic stress disorder and anxiety.per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿positive for caval perforation. Four prongs have perforated the ivc. Maximum perforation of prongs is 5 mm. No tilt of ivc filter on coronal images. Sagittal images 8 degree tilt anterior to posterior.¿

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01120.